Manufacturer narrative:
The sub-optimal tissue processing reported was derived from the "daily biopsy 2hr" protocol started in retort a at 16:29pm on (B)(6) 2016, which completed successfully at 18:36pm on (B)(6) 2016; and the "daily biopsy 2hr" protocol started in retort b at 16:38pm on (B)(6) 2016, which completed successfully at 18:43pm on (B)(6) 2016. These protocols comprised 13 and 12 cassettes respectively based on data entered by the user into the instrument software. All reagents, including waxes, used for the "daily biopsy 2hr" protocol started in retort a at 16:29pm on (B)(6) 2016 and in retort b at 16:38pm on (B)(6) 2016 had been used for at least five (5) previous processing runs without reported incident. Bottle 10 which had a measured ethanol concentration of 94% was used for the final dehydration step of the "daily biopsy 2hr" protocol started in retort a at 16:29pm on (B)(6) 2016; and bottle 9 with a measured ethanol concentration of 95% was used for the final dehydration step of the "daily biopsy 2hr" protocol started in retort b at 16:38pm on (B)(6) 2016. The carryover setting is a protocol setting for the additional carryover due to the use of biopsy pads and other small tissue carriers. The carryover setting is a user configurable parameter, which is used by the peloris reagent management system to calculate the amount of reagent carryover during a protocol. The fss determined on (B)(6) 2016 that the carryover setting of 20 for the "daily biopsy 2hr" protocol was too low, which would result in the actual reagent carryover being greater than that calculated by the reagent management system. Review of the instrument logs indicates that the majority of the processing performed on this instrument is conducted using the "daily biopsy 2hr" protocol; and as a consequence it is considered likely that the carryover setting accounts for the variance found between the measured and calculated ethanol concentration in bottles 9 and 10. As clear-rite is used as the clearing reagent used on this instrument, the wax clean function should be disabled in accordance with the manufacturer recommendation detailed under the sub-heading wax bath settings in section 6.1.2 of the leica peloris/peloris ii user manual, which states: "disable wax cleaning for protocols that use xylene or ipa substitutes - these clearers are not efficiently removed by the evacuation process." As the instrument reagent management system automatically updates the concentration of each wax station after each wax clean cycle, it is likely that the wax concentration in each of the wax chambers calculated by the instrument software was higher than the actual concentration. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "daily biopsy 2hr" protocols started in retort a at 16:29pm on (B)(6) 2016 and in retort b at 16:38pm on (B)(6) 2016. The root cause of the sub-optimal processing reported was the use of ethanol at a concentration of 94% for the final dehydration step of the "daily biopsy 2hr" protocol started in retort a at 16:29pm on (B)(6) 2016; and the use of ethanol at a concentration of 95% for the "daily biopsy 2hr" protocol started in retort b at 16:38pm on (B)(6) 2016. The root cause of 94% and 95% ethanol being used for the final dehydration step of the "daily biopsy 2hr" protocols started in retort a at 16:29pm on (B)(6) 2016 and in retort b at 16:38pm on (B)(6) 2016 was likely to have been that the carryover setting for this protocol was incorrect. Specifically the carryover setting for the "daily biopsy 2hr" was too low to account for the actual reagent carryover during execution of this protocol.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from two (2) protocols comprising approximately 140-150 cassettes using peloris tissue processor serial number (B)(4). The complainant reported that: "water is carrying over to xylene". On (B)(6) 2016, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reported that reagents on the instrument at the time of the event, with the exception of the wax in the wax chambers, had already been replaced. The complainant provided a hydrometer reading of the ethanol concentration in each of bottles 6, 8, 9 and 10 measured subsequent to the identification of sub-optimal processing, which was 97%, 97%, 95% and 94% respectively. The fss recorded that the ethanol concentration calculated by the instrument software in each of bottles 6, 8, 9 and 10, which is based on data entered by a user, was found to be 97%, 98%, 99% and 98% respectively. The fss also noted that the "daily biopsy 2hr" protocol, from which sub-optimal processing had been identified, was configured with a carryover setting of 20. Following discussion with the complainant, the fss revised the carryover setting of 50, which based on a review of laboratory workflow, was a more appropriate value for this protocol. The fss also advised that wax cleaning should be disabled in accordance with the manufacturer recommendations for an instrument utilising a xylene substitute as a clearing reagent; and a validation run(s) should be performed following assessment of the operation and function of the instrument by a leica field service engineer (fse) on (B)(6) 2016 using non-diagnostic tissue in order to ensure that the quality of tissue processing was satisfactory prior to processing further diagnostic samples. The fss also assisted in the replacement of the reagent in all bottles and the wax in all wax chambers. On 06 may 2016, the fss was advised that the quality of tissue processing from a validation run(s), which had been performed prior to processing further diagnostic samples, was satisfactory. On 29 april 2016, leica biosystems (B)(4) received information that all the tissue samples exhibiting sub-optimal processing were diagnosable.